Event description:
Consumer called stating she received a 3rd degree burn from her heating pad. Burn became infected after 2-3 days requiring wound debridement and skin graft.

Manufacturer narrative:
To date, after numerous attempts, the consumer has not returned the heating pad for our evaluation. Consumer gave permission for review of medical records associated with 3rd degree burn. Medical records indicate that "she burned her hip on a radiator and has now developed a full-thickness third degree burn." We have not been able to verify the burn was caused by a homedics heating pad.